Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated the arctic sun device was having alarms and alerts for patient not cooling. Mss walked the nurse through event log and noted alert 113 (reduced water temperature control). It was mentioned that in hypothermia mode the target temperature was 36 c, patient temperature was 36.4 c, water temperature was 28.6 c, flow rate was 2.8 l/min, system hours were 4478, pump hours were 4075, mixing pump command was 100 percent and chiller temperature t4 was 4.2 c. Mss advised nurse to tag the device and send it to the biomed. Nurse stated that they had another device, and they were going to use it on the patient. Per investigator notification received on 01jul2022, the arctic sun device was primed to fill, the device underwent a preventive maintenance. Per sample evaluation results received on 15jul2022, the flow meter and pressure transducer were replaced due to failures on the acats (automated calibration and test system).

Event description:
It was reported that the nurse stated the arctic sun device was having alarms and alerts for patient not cooling. Mss walked the nurse through event log and noted alert 113 (reduced water temperature control). It was mentioned that in hypothermia mode the target temperature was 36 c, patient temperature was 36.4 c, water temperature was 28.6 c, flow rate was 2.8 l/min, system hours were 4478, pump hours were 4075, mixing pump command was 100 percent and chiller temperature t4 was 4.2 c. Mss advised nurse to tag the device and send it to the biomed. Nurse stated that they had another device, and they were going to use it on the patient. Per investigator notification received on 01jul2022, the arctic sun device was primed to fill, the device underwent a preventive maintenance. Per sample evaluation results received on 15jul2022, the flow meter and pressure transducer were replaced due to failures on the acats (automated calibration and test system).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The actual/suspected device was inspected.